Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. A supply change was performed to address the issue.